Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflation unit had a pinch valve malfunction. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation for the reported event, the probable cause was most likely attributed to failure of the pinch valve. A definitive root cause could not be determined olympus will continue to monitor field performance for this device. 3002808148-2024-08810-1.